Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930815. Batch no.: unknown. It was reported the patient had a rash breakout reaction. Per complaint form: met dr. (B)(6) [omitted] in (B)(6) before her laparoscopic hysterectomy case. Dr. {omitted] mentioned that a few weeks ago she had two separate patients that had bad reactions to chloraprep after being prepped at (B)(6). One patient had the chloraprep 26ml orange tint administered, and the second patient had the chloraprep 26ml teal tint administered and both patients had similar rash breakout reactions. Dr. [Omitted] asked me if the formulation had been changed, and I said that the only difference is that the product is now deemed sterile. Dr. [Omitted] wanted me to pass this information up the chain-of-command. Two separate patients needed to be administered steroid medications for the bad rash. One patient had a bad abdominal rash, and a separate patient had an abdominal rash and rash on her back where chloraprep had been prepped for an epidural. I asked dr. If the proper 3 minute dry-time was followed, and she said it had been followed properly. Not sure if patients had chg allergies.